Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter emitted an error 1 subcode 13 alarm. It was reported that the pump and meter were over ten feet apart when the error occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.